Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer called in to report low blood glucose levels. The customer's blood glucose level was 35 mg/dl. The customer was treated with glucagon tablets. The customer's sensors were replaced and advised to be returned, however the insulin pump was not returned or replaced.